Event description:
It was reported that the ilet user experienced recurrent low and high blood glucose due to self-management behaviors, including overtreating hypoglycemia with excessive carbohydrates, not announcing food intake, correcting resultant hyperglycemia, and treating subsequent lows without confirmatory fingersticks. The customer care agent assisted the patient with a fast restart and the system resumed automated insulin delivery. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 400 mg/dl accompanied by hot flashes, confusion disorientation, dizziness, irritability, and shaking/ tremors. Outcomes included transient glucose excursions without hospitalization. Investigation included customer interview and device use review. Investigation of this case revealed user-related management errors and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate adherence to recommended treatment guidance.